Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms were noted. No motor error alarms or displacement anomalies were noted. The motor was tested outside of the device and it passed. No rewind anomaly was noted. No failed battery test or battery out limit alarm was noted. Unable to confirm the motor position encoder error alarms due to several displayable history crc alarms in the history file due to a corrupted history file. All operating currents were within specification. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that insulin pump received a no delivery alarm, motor error alarm, battery out limit alarm and failed battery test alarm. Customer's blood glucose was 412 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to strong magnetic field; drive support cap appeared normal and customer was unable to complete rewind process. Insulin pump also received a motor position encoder error. After troubleshooting, customer was advised that insulin pump would need to be replaced.